Event description:
A patient reports a medical event in which they had woken up in the hospital. The patient reports not hearing the volume at maximum level on their controller. The patient reports they do not use the pump for diabetes, but for cortisol. Treatment information was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Cloud: locked down/smartphone. Cloud: omnipod 5 software app version. Cloud: smartphone operating system. Cloud: smartphone hardware. Cloud: cgm sensor type.